Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the patients left ventricular (lv) lead had dislodged and exhibited high thresholds. A lead revision was attempted but the physician chose to remove and not replace the lead at this time. The lv port of the device was plugged. No patient complications have been reported as a result of this event.